Manufacturer narrative:
No product has been returned, therefore we are unable to confirm the reported problem. Based on available information, no corrective actions will be taken at this time. Smiths medical regularly analyzes complaint data and trends, and will take further actions accordingly.

Event description:
It was reported that there was an occlusion with the celo set. The patient's blood glucose level rose to a level of 325 mg/dl as a result. The patient injected a manual bolus to correct for the high blood glucose level. No further complications were reported.